Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that the patient had been urinating a lot again for the last couple of weeks, maybe even a month ago, and that the patient was concerned that the device had moved from where it was implanted. The caller stated they didn't think it had moved, that they could feel the ins right below the incision, but the patient thought it had probably moved in the last 4 months. The patient denied having had any falls or traumas that would have led to the issue. They stated that they wanted to make a change to the therapy, but they forgot how to do it so they called for assistance. They were successful to connect and switched to a new program and increase the stimulation to a level where the patient felt it comfortably in their bike seat region. The patient was going to monitor their symptoms now that a change had been made, make an additional adjustment or call back for assistance if needed and reach out to their managing health care provider (hcp) for further concerns about their symptoms. The patient stated they were going to be talking to their hcp on saturday (B)(6) 2024 so they would mentioned their concern about the device having potentially moved and any symptom concerns if they still had them at the time they spoke with the hcp.